Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. A pathologic fracture is a bone fracture caused by disease that led to weakness of the bone structure. This process is most commonly due to osteoporosis, but may also be due to other pathologies such as cancer, infection, inherited bone disorders,or a bone cyst. The root cause of the reported event cannot be conclusively determined. The medical team was unable to identify infective cause for back pain. Clinical factors that may have contributed are multifactorial and may be attributed to patient comorbidities. There are possible patient, pharmacological, and procedural factors that may have contributed to this event. Per the instructions for use (IFU): the lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported the patient presented with acute onset lower to mid back pain with known pump infection and slightly elevated inflammatory markers. The patient was on intravenous (IV) antibiotic treatment for infection.  The patient admitted for pain relief and further investigation to exclude possible seeding from pump infection. The patient was administered diazepam and oral analgesic. Computed tomography (CT) scan of spine revealed acute compression fracture of lumbar spine. Myeloma was excluded by hematology team. The patient denied any trauma that could have caused the pathologic fracture.  The patient was hospitalized for four days and discharged on analgesia. The patient was continued on oral suppressive antibiotics and monitored by infectious disease team. The site was unable to identify infective cause for back pain and could not exclude a relationship to the patient's previous pump infection. Biopsy of site was considered high risk and was not attempted to confirm seeding at spine. No further information was provided.